Event description:
It was reported that the patient presented for a scheduled procedure. During the procedure the right atrial leadless pacemaker (alp) was introduced into the body and was unable to communicate with the programmer. It was noted that the electrodes were adjusted multiple times and different outlets were used to decrease the noise and still communication was not successful. The physician decided to implant the alp under intra cardiac echo guidance. The alp was implanted successfully and there were no patient consequences.